Event description:
It was reported that this pacemaker was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned, due to high thresholds and other out of range measurements. No additional adverse patient effects were reported.